Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead exhibited an increase in pace impedance measurements from 540 to 1045 ohms, still within normal limits. High capture thresholds were also noted. Reprogramming options were discussed with technical services (ts). No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.